Event description:
The facility representative reported a flogard infusion pump with a 22 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. It is unknown if there was any patient involvement or injury. There was no report of medical intervention or adverse event reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "alarm f-22" was confirmed. Service determined that the cause was due to occlusion sensors being out of calibration. The occlusion sensors were recalibrated to resolve the issue. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.